Event description:
Informed by bma/fmc product complaint of this "blood leak". The internal leak was found during the 21st use of the dialyzer, at the initiation of pt treatment. Estimated blood loss reported as >100 cc, as the extracorporeal circuit of blood was not rinsed back to pt, volume 250 cc. There were no adverse effects to the pt. No med intervention was required. MDR filed due to volume of blood loss to pt. No lot or sample available.